Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication errors e237 and e216. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a connector board defect and a corroded plug unit, no image and scope communication errors occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope showed a black image. This occurred during inspection for use. There were no reports of involvement.